Event description:
Caller reported damage to the pump housing and usb port, affecting the ability to charge the pump, though the pump had not shut down. There was no adverse impact on the customer's blood glucose level. Customer support arranged for a replacement pump with updated software to be sent to the caller. Customer will continue to use current pump.